Event description:
It was reported that unspecified bd¿ tubing was cut and leaking. The air in line sensor alarm went off. The following information was provided by the initial reporter: material no: unknown batch no (lot no): unknown. It was reported air in line sensor alarm went off after the infusion. Rn spiked and primed nitroglycerin with primary tubing for a patient that was having active chest pain. Rn placed primary tubing in alaris IV channel pump. A few seconds after starting the infusion the IV alarmed "air-in-line." Rn opened IV pump channel and discovered that the primary tubing appeared to have been cut in half and the medication was spilling out of the tubing. Rn replaced primary tubing with appropriate tubing and rehung the nitroglycerin. Rn verified that new primary tubing was functioning correctly.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported the IV alarmed "air-in-line" and the rn opened the pump channel and discovered that the primary tubing appeared to have been cut in half and the medication was spilling out of the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, carefusion tijuana has been listed, and the carefusion tijuana FDA registration number has been used for the cfn\fei #. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was cut and leaking. The air in line sensor alarm went off. The following information was provided by the initial reporter: material no: unknown batch no (lot no): unknown it was reported air in line sensor alarm went off after the infusion. Rn spiked and primed nitroglycerin with primary tubing for a patient that was having active chest pain. Rn placed primary tubing in alaris IV channel pump. A few seconds after starting the infusion the IV alarmed "air-in-line." Rn opened IV pump channel and discovered that the primary tubing appeared to have been cut in half and the medication was spilling out of the tubing. Rn replaced primary tubing with appropriate tubing and rehung the nitroglycerin. Rn verified that new primary tubing was functioning correctly.